Event description:
After an implantation period of approx. 61 months, oversensing with inappropriate therapies was observed while the ICD was in back up mode.

Manufacturer narrative:
The ICD and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode, because it detected invalid memory content during an automatic signature check. The invalid memory content was detected during the signature check on (B)(6) 2021. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. While the ICD was in backup mode one therapy was delivered by the device on (B)(6) 2021, confirming the clinical observation. Please note, that in general the backup mode program will be loaded from an unalterable memory. Therefore, the vf detection criteria are fixed in backup mode to cover the widest possible patient population. Furthermore, the device data showed that the ICD was re-initialized on (B)(6) 2021. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In addition, the manufacturing process for the ICD and the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified.